Manufacturer narrative:
(B)(4). Per service manual operational and diagnostic analysis does not verify the electrical safety issue. A broken adapter plate was replaced. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis does not verify the electrical safety issue. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational.

Event description:
It was reported that during his annual pm the generator was not passing the ground resistance test. No patient involvement